Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5th june 2025, it was reported by an arthrex's employee vis email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and # 2 tigerwire®, it anchor broke during insertion. This was detected during a repairing of right shoulder glenoid labial injury surgery on (B)(6) 2025. The case was completed successfully by changing to a new one. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows that the anchor was damaged. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.